Event description:
It was reported that a patient underwent an total knee replacement procedure on (B)(6)2023 and a barbed suture was used. During the procedure, the doctor stated that he has two strands that did not lock in the transition point. Surgery was delayed for three minutes and was successfully completed by opening a new package. No fragments were generated. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product # (B)(4). Date sent to the FDA: 6/7/2023. H6 component code: g07002 - pending evaluation of returned device this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what do you mean by "strands that did not lock in the transition point"? Please provide more information.¿when the surgeon passed the first needle, the strand did not catch at the center transition point. Was there any change in the patient¿s post-operative care due to the prolonged procedure?- there was no change in post op care. Were there any unexpected outcomes or complications as a result of the prolonged surgery time?- there were not what tissue was being sutured when the event occurred?- capsule was additional dissection required in other organs/tissues other than the target tissue?- no was there any change in the patient's post-operative care due to the prolonged procedure?- no what is the lot number?- rlbcsm please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).( B)(6) (hospital employee) a device has been received for product code sxpp2b405, lot rlbcsm, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - 2360 g /m related reports: 2210968-2023-04147.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/28/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that nine unopened packets that pertain to product code sxpp2b405 were returned for analysis. In order to evaluate the conditions of the returned sample, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to suture and no defects were observed during evaluation. Ten barbs were present and measured in each strand, and all barbs met the requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-04146 & 2210968-2023-04147.